Event description:
It was reported that there is a flash across the screen when picture is taken. No backup device was readily available, it is unknown if procedure was completed with the same device or with a competitive one. No procedural delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of a flash across the screen when a picture is captured could not be reproduced. Ccu passed all functional tests. Pictures were captured and saved through a usb device during 4 hour burn-in with no flash occurring. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.